Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 105: pulse test relay stuck, damaged connector/bent pins, gong alarms) was confirmed. Upon investigation, the belt failed a pulse test and displayed service code 105. The cause for the service code 105 was isolated to a bent pin on the j1001 connector on the ca board. The root cause for the bent j1001 pin was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 105: pulse test relay stuck.